Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead and catheter could not reach the appropriate site. The lead was not used and a new lead was implanted using a new catheter. No patient complications have been reported as a result of this event.